Event description:
It was reported that the pt went to the hospital for a normal review of her fitting maps. During the review, it was seen that all the electrode channels had hi impedance status. No accident or trauma is known. Previously, all electrode channels were functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.